Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) exhibited high impedance measurements. The lead remains in service. It was further reported that the rv lead had an apparent fracture and was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) exhibited high impedance measurements. The lead remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. There were no anomalies observed on the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned.